Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent (B)(4).

Event description:
(B)(4) the dentist reported the non-osseointegration of three dental implants ti titamax ex implant (4.1)3.75x11. Patient presented bone type iii. No further information was provided.